Event description:
Pt was in the heart catheterization lab about to receive a stent to the rca, and the physician was pulling back the balloon to better position the stent in the vessel. The balloon came back, however, the stent came off the balloon despite the fact that the physician did not inflate the balloon to deploy the stent. The physician felt that he had no choice but to inflate the stent in the area where it came off the balloon even though it was not in the area of the lesion. It was then decided to treat the pt medically for his occluded arteries, as this area could now not be accessed via further stenting.